Event description:
It was reported the patient did not seem to be receiving benefits of the therapy. The patient experienced increased spasticity. When a nurse tried to aspirate cerebrospinal fluid (csf) through the catheter access port (cap) she was unable to do so. When the surgeon opened up the spine and disconnected the spinal segment there was no csf flow and he was unable to aspirate through the catheter so he replaced the spinal segment. Once the new spinal segment was attached there was good csf flow and the surgeon connected the catheter. No patient injury was reported. The device system was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter product ID 8590-1, lot# n080146, serial# implanted: (B)(6) 2007, explanted: product type accessory product ID 8575, lot# n092195, serial# implanted: (B)(6) 2007, explanted: product type accessory. (B)(4).